Event description:
It was reported that pump screen was frozen and would not respond to any touchscreen input, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with support from technical support but issue persisted, then switched to multiple daily injections as backup insulin therapy while awaiting replacement pump, received instructions on storage mode, pump programming, and reconnecting continuous glucose monitor, and was instructed to return malfunctioning pump using prepaid label within specified time frame.